Event description:
This is the same patient and same event reported under MDR ID #2939859-2002-00018. This is the second MDR submitted for the second suspect product, also a mcghan medical device. Patient developed symptoms of hypersensitivity shortly after treatment with collagen. Physician has treated symptoms with intralesional kenalog.